Event description:
Surgery issue. Dose or amount: 30 kg, frequency: daily, route: sticker, 25 cm. Diagnosis or reason for use: scars surgery. Is the product compounded? Yes. Is the product over-the-counter? Yes.